Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Functional analysis showed that no light was exiting the connector or fiber tip. The light from subminiature a (sma) was not visible indicative of a fracture within the fiber connector. A review of the device history record confirmed that the fiber met all material, assembly and performance specifications prior to release. Based on the analysis results, it is likely that the connector may have developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. The alleged no aiming beam and no energy coming from the fiber event is confirmed based on the identified fracture within the fiber connector. According to the device instructions for use (IFU), inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber (see postoperative instructions for details). If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Caution - the fiber face should be free of pits, scratches, discoloration, or debris. Using the device with such defects may destroy the device and damage the laser.

Event description:
It was reported that after the fiber was connected, there was no visible aiming beam and no energy coming from the fiber. Another fiber was opened, and the procedure was completed successfully without any patient complications. Analysis of the returned fiber identified a fracture within the connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Functional analysis showed that no light was exiting the connector or fiber tip. The light from subminiature a (sma) was not visible indicative of a fracture within the fiber connector. A review of the device history record confirmed that the fiber met all material, assembly and performance specifications prior to release. Based on the analysis results, it is likely that the connector may have developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. The alleged no aiming beam and no energy coming from the fiber event is confirmed based on the identified facture within the fiber connector. According to the device instructions for use (IFU), inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber (see postoperative instructions for details). If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Caution - the fiber face should be free of pits, scratches, discoloration, or debris. Using the device with such defects may destroy the device and damage the laser.

Event description:
It was reported that after the fiber was connected, there was no visible aiming beam and no energy coming from the fiber. Another fiber was opened, and the procedure was completed successfully without any patient complications. Analysis of the returned fiber identified a fracture within the connector.